Manufacturer narrative:
The investigation determined that lower than expected vitros glucose (glu) results were obtained from different patient samples processed using vitros chemistry products glu slides on a vitros 5,1 fs chemistry system. The most likely assignable cause of this event is an instrument related issue due to unstable reflectometer gains and a partially bent dispense blade. A review of service records revealed that the reflectometer lamp and main housing assembly were replaced on (B)(4) 2019. A review of condition codes on the first day of the event, 28 march 2019, was completed. There were multiple condition codes pertaining to an issue with the reflectometer generated, pointing to an instrument related issue. After the lower than expected results, the reflectometer gains returned to expected range. It is suspected there were maintenance activities completed although, this could not be confirmed. The unstable gains are likely to have contributed to the lower than expected results. A review of quality control data showed that the vitros glu reagent is meeting expected accuracy and precision performance. Furthermore, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros glu reagent lot 0042-0950-0534. In addition, the same reagent lot is performing as intended on the vitros 5600 integrated system at the site. A reagent issue can be ruled out as a contributing factor for the event.

Event description:
A customer reported lower than expected vitros glucose (glu) results from different patient samples processed using vitros chemistry products glu slides in combination with a vitros 5,1 fs chemistry system when compared to the results of the same samples repeated on a vitros 5600 integrated system. Patient sample: 2 glu result <20 mg/dl versus an expected result of 156 mg/dl. Patient sample: 6 glu result <20 mg/dl versus an expected result of 201 mg/dl. Patient sample: 7 glu result <20 mg/dl versus an expected result of 123 mg/dl. Patient sample: 8 glu result <20 mg/dl versus expected results of 357 and 353 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros glu results were not reported outside of the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).